Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during an urgent coronary drug eluting stenting treatment procedure, the stent was unable to cross a previously placed stent. The 75% stenosed de novo 2.5mm to 2.75mm by 13mm lesion was located in a moderately calcified and moderately tortuous left anterior descending artery. A bend of between 45 and 90 degrees was noted in the vessel. The physician direct stented with a 2.75x18mm non bsc device. After implanting the stent, the physician noted a distal dissection. In order to treat the dissection, a 2.5x12mm taxus liberte' drug eluting stent was advanced but could not cross the previously placed stent. The procedure was completed at this time and the pt was put under observation. Pt status is satisfactory. Product analysis confirmed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. One strut on row 2 from the distal edge was raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).